Manufacturer narrative:
The customer replaced solenoid 3 and solenoid 4. Although requested to be returned, the removed component was not received for evaluation at this time. If part is received and evaluated, an additional report will be submitted.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 07jan2021.

Event description:
The customer reported they were completing updates to the ventilator for high flow therapy and noticed a error in the significant event log. There was no patient involvement. The customer spoke with a remote service engineer who educated the customer on the meaning of the error and provided the customer the service manual. The customer requested the case to be closed. Based on information provided and/or service performed, the customers alleged malfunction was not confirmed. The root cause cannot be confirmed at this time.